Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor . It was reported that the patient¿s stimulation was set to "8" when she left on thursday and was bothering her so she changed to "5". The patient indicated that the day before the call was not a very good day and either was the day of the call. She was not able to go much on her own. It was noted that the patient was going to increase stimulation and see it her symptoms improve. Additional information received from patient on (B)(6) 2016 reported that she had bladder retention and just had surgery on (B)(6). She was still getting accustomed to this new change. It was indicated that stim adjustments resolved her symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.